Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer the customer had been experiencing ongoing high blood glucose (bg) levels (200s mg/dl) and a correction via the pump was delivered to address the bg level. The customer thought that the infusion set cannula may have been inserted into scar tissue where there was poor insulin absorption; however, the cannula was not kinked or damaged upon removal. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg levels with a healthcare provider.